Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call no motor movement error alarm. Customer's blood glucose level was 5 mmol/l. Troubleshooting for the error was performed. Customer received the alarm each time they attempted to restart the insulin pump. Customer advised they were unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.